Event description:
It was reported that customer experienced difficulty using pump quick bolus/wake button, which was extremely hard to press and often required multiple presses to turn on pump screen, even though display still eventually turned on. There was no reported impact to the customer¿s blood glucose level. Customer confirmed pump was not connected to power, followed instructions to press center of button firmly while supporting bottom of pump, and since difficulty persisted, technical support arranged replacement pump under warranty, provided storage and return instructions, and requested return of problematic pump, while customer chose not to share information about backup insulin therapy.